Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4). On (B)(4) 2016, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues over the phone. Fse called the customer and had him test function of test cup camera, all tested normal. Then fse had customer run rack scan test with mixture of test cup holders, patient sample tubes and sample cups. The fingers did not recognize test cup holders so fse had customer adjust fingers so it properly distinguishes the three rack type options. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-900 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was tube/test cup fingers misaligned.

Event description:
On (B)(6) 2016, a customer reported cup reader not reading cups since saturday with their aia-900 analyzer. The customer is unable to run prl, prog ii, afp, e2, prog, pth lh ii, and fsh patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prl, prog ii, afp, e2, prog, pth lh ii, and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.